Manufacturer narrative:
Based on the information provided, the investigation determined a leak in a cartridge and cuvette holder caused liquid to enter the b221 instrument which damaged the electronic parts causing short circuits and corrosion. The affected parts were not sent for further investigation. The customer confirmed that the instrument was working fine after replacing the affected parts. The specific root cause for the leak in the cartridge could not be determined. This particular b221 instrument passed all quality checks and met specifications prior to release. As the instrument worked properly prior to release, the investigation determined the event was consistent with the cartridge being damaged during transport.

Event description:
There was an allegation of corroded parts on a cobas b221 instrument. Pictures were provided indicating some parts were melted. The reporter stated leakage was visible near a tubing connector associated with 2 cartridges of the instrument. There were green deposits on the connectors of the metabolite-sensitive sensor (mss) measuring chamber and the cable actuator. The mainboard unit, the co-oximetry (coox) cuvette unit and the actuator board showed signs of melting.

Manufacturer narrative:
The investigation is ongoing.